Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vasospasm, vessel occlusion, and vessel stenosis or thrombosis as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an internal carotid artery (ica) aneurysm with a vessel constriction at the neck of the aneurysm. After deployment of the fred, the ica became occluded. Effient was administered to the patient and blood flow was restored. There was no reported sequela.